Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap gastric bypass, the ligaclip, when fired, was stuck on the stomach. There were 2 clips left. After the clip applier was removed, there was no clip visible and there was only one clip left, which was used on the place where the clip was needed. With force, they pulled off the ligaclip applier from the stomach. When applier was out of the body of the patient, they used force to get the handles loose. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t92x0n. Investigation summary: the analysis results found that the er420 device was received with no damage in the external component. Upon cycling, the device was noted to be empty and the lockout mechanism was not functional. The instrument was disassembled in order to evaluate the condition of the internal components and the latch was noted to be bent. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Event could not be confirmed as the device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the latch damage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.